Manufacturer narrative:
Additional information: it was not difficult to remove the protective sheath. It was not difficult to remove the packaging stylette. The device was being used to post dilate the lesion. The balloon failed to deflate. Deflation difficulties were noted after the first inflation. There were no difficulties noted during inflation of the device.  The device was not moved or repositioned while inflated. The balloon eventually deflated after multiple negative pressure was performed and was removed. There was no injury to the patient as a result of the event. Initial reporter name and phone number provided. Device lot number provided. Product analysis: two photos were received from the account. The first photo appears to show a shelf carton label. The barcode on the label matches the lot number of the complaint on file. The complaint cannot be confirmed by the image provided by the account. The second image appears to show an open shelf carton of an nc sprinter. The complaint cannot be confirmed by the image provided from the account. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: annex d code added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An attempt was made to use one nc sprinter balloon to treat a non-tortuous, non-calcified lesion with 90% stenosis in the mid left a nterior descending (lad) artery. The device was inspected with no issues noted. Negative prep was performed with no issues noted. The lesion was pre-dilated. The device did pass through a previously-deployed stent. Resistance was not encountered when advancing the device. Excessive force was not used during delivery. It was reported that balloon deflation difficulties were encountered and the device would not deflate at the lesion site. It was also reported that the post-dilation balloon could not be withdrawn. The device was withdrawn after negative pressure was carried out more than 10 times, lasting more than 2 minutes. The patient is alive with no injury.